Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that fabric fibers wrapped around the burr occurred. A 1.50mm rotalink¿ burr was selected for use. During testing at outside patient's body, the burr speed was set at 160,000 rpm. A few seconds into testing, it was noted that the system stalled and slowly lost pressure before shutting down. When it was checked, it was found out that the burr became stuck on the rotawire outside patient's body. The burr and wire were removed together as a system. Upon further inspection, fabric fibers were noted wrapped around the burr. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint inside the device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually examined. There was dried saline and blood in the tip and on the coil of the device. There was also what appeared to be dried tissue with blood and saline on the coil 2cm ¿ 2.6cm and 4.3cm ¿ 4.5cm proximal of the burr. The rotawire was unable to be removed from the burr due to the dried saline and blood. The device was soaked in hot water for 5 minutes and the wire was able to be removed with no issues. Upon further investigation, it was also noticed that the sheath was detached under the strain relief. The separated end of the sheath was jagged and damaged, which indicated that the separation was due to tensile overload. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises and only the leak from the detached sheath. The device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that fabric fibers wrapped around the burr occurred. A 1.50mm rotalink burr was selected for use. During testing at outside patient's body, the burr speed was set at 160,000 rpm. A few seconds into testing, it was noted that the system stalled and slowly lost pressure before shutting down. When it was checked, it was found out that the burr became stuck on the rotawire outside patient's body. The burr and wire were removed together as a system. Upon further inspection, fabric fibers were noted wrapped around the burr. The procedure was completed with a different device. No patient complications were reported.